Event description:
During a primary c/section for history of previous myomectomy, needle popped off. Scrub tech removed the suture from the sterile field and replaced it with another of the same suture. The second suture did not pop off. No harm to patient. C/section without any further issues.